Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 61 mg/dl. The customer reported treating their blood glucose with a glucagon injection. The customer's mother also reported batteries were lasting for about one week on the insulin pump. The customer declined to troubleshoot for their low blood glucose. The insulin pump will be returned for analysis.